Event description:
Procedure type: lap gastric banding. According to the reporter: the blue gasket came detached from the device and fell into pt's abdomen. The piece was retrieved. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).